Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days following the procedure, they found that the wound was a little red. The wound was reopened and the sutures were found to be not absorbed. Debridement of the wound and microwave physiotherapy were done.